Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, it was found that the cannula detached from the applicator and was sticking out of the patient's skin. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.